Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with possible paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with possible paradoxical adipose hyperplasia.

Manufacturer narrative:
Correction data: g1.

Event description:
Allergan aesthetics received additional information, patient received coolsculpting treatment to the upper abdomen using the cooladvantage petite applicator.

Event description:
Allergan aesthetics received additional information, patient received coolsculpting treatment on (B)(6) 2020.

Manufacturer narrative:
Additional information: a2, a3a, a4, b5, d4. Correction data: g1.